Event description:
Pt in emergency dept due to urethral blockage. This catheter was inserted by the physician. The catheter was leaking. The physician removed this catheter and inserted another catheter. This catheter was noted to have a defective balloon inflation/valve junction.